Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing was unable to confirm the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.